Event description:
It was reported that a patient implanted with an impella cp was suspected of having heparin-induced thrombocytopenia and bleeding. Heparin was withheld and replaced with bival. Additionally, the patient coded. Return of spontaneous circulation was quickly achieved. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The root cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.